Event description:
It was reported that a 2l eva bag leaked. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and leak testing of the sample identified that the internal bag leaked at the port tube seal, confirming the customer reported condition. The cause of this defect was determined to be a malfunction of the machine that makes the port tube seal. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.